Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited intermittent loss of capture. Boston scientific technical services (ts) reviewed an electrogram and noted possible intermittent loss of capture. The medical personnel noted that the lv threshold measured 3.0 volts and the output was also programmed to 3.0 volts. Ts discussed that there may not be enough margin for capture. The medical personnel stated that they were able to reproduce the loss of capture during the in office visit. The patient also stated that previously they had experienced muscle stimulation, which was noted to possibly be why the lv lead and cardiac resynchronization therapy defibrillator (crt-d) were programmed with the lv output at the same value as the threshold measurement. The medical personnel planned to reprogram the crt-d and lv lead to a different vector. The products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. All seal plugs and set screws functioned normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted eight months later for reported normal battery depletion and returned for analysis.